Manufacturer narrative:
The referenced device was returned to the regional repair center for evaluation. The evaluation was unable to confirmed the customer's reported issue as the image was not lost completely but has image interference. Additionally, the connector plug is defective. The cable insulation is leaking. The adapter is worn and heavily contaminated; the silicon seals come loose. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (hamburg) was informed by the user facility that a customer camera head reportedly had "loose contact / picture does not work" which occurred before a procedure. No patient injury or harm was reported to olympus. The device will be returned for evaluation.

Manufacturer narrative:
The referenced device was returned to the regional repair center for evaluation. The evaluation was unable to confirmed the customer's reported issue as the image was not lost completely but has image interference. Additionally, the connector plug is defective. The cable insulation is leaking. The adapter is worn and heavily contaminated; the silicon seals come loose. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed by the user facility that a customer camera head reportedly had "loose contact / picture does not work" which occurred before a procedure. No patient injury or harm was reported to olympus. The device will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct section b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water intruded from the cable cut and temporally damaged the electrical circuit, then the device failed to show image. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments(tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.